Manufacturer narrative:
The reported disassembly was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly it was found that the trigger housing was cracked at the screw boss, which can lead to the reported event and can be caused by a material fatigue issue or impact.

Event description:
It was reported that at the user facility the trigger of the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.